Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user keeps getting the "spoof" message when they try to log in. The technical support specialist found there was no issues in the station and user profile. The issue might be there were cut, or fingers are too dry which has effect on fingerprint. We tried to change the bio ID, and the user was able to login without any issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user keeps getting the spoof message when they try to log in. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.